Manufacturer narrative:
Product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Consumer reported on social media that while his/her daughter brushed her teeth, the top part of the brush area came off in her mouth along with some plastic and a very small spring. No injury was reported.